Event description:
It was reported that the patient was at work on the day of the report and ¿a motor shorted¿. The patient received a "flicker" of 115v. The patient could feel "a little bit of stimulation now". No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3889-28, lot# j0511621v, implanted: 2005 (B)(6); product type lead. (B)(4).